Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter called animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) this morning was 450mg/dl with mild nausea and ketones present. The patient was treated with 5.0units syringe and the patient¿s bg came down to 103mg/dl. After a meal the patient¿s bg elevated to 314mg/dl and the patient was treated with 2.5units via syringe. Customer support (cs) reviewed settings and all settings are correct. Cs advised the reporter that the pump is functioning properly. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a review of the black box indicated data started on 01/12/2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.